Event description:
It was reported, "a metal shard was noticed in the abdominal wall while trying to insert a reflex trocar. A photo was taken and the metal shard removed."

Manufacturer narrative:
The device is being returned to manufacturer, however, has not been received to date. When device is received and a quality engineering evaluation is completed, a supplemental report will be filed.